Manufacturer narrative:
(B)(4). Date sent: 05/26/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigma procedure, after a short time, pad melted. It could be removed. With gen11. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.